Manufacturer narrative:
The returned buzzer pcba was reported to have exhibited the following failure: ;speaker fault 4 39;. A visual inspection was carried out on the returned component, no anomalies were observed. The buzzer pcba was inserted into the test ventilator and after approximately 1 minute, the ventilator alarmed for speaker fault 4 39;, verifying the customer reported failure. Speaker fault 4 39; alarms when the ventilator detects that the alarm (buzzer) battery voltage is less than 4.8 volts or greater than 9.5 volts. The voltage on the buzzer pcba battery was measured and it was confirmed that the voltage on the buzzer pcba battery was less than 4.8 volts. The battery was manufactured in june 2010. A CAPA was opened to address the preventative maintenance for this component, and a second CAPA was opened to address the speaker fault 4 39; alarms.

Event description:
A report was received from the USA stating that a pb540 ventilator generated a continuous alarm. The ventilator generated a continuous alarm. The ventilator was not connected to a patient when the malfunction occurred. The covidien customer support engineer (cse) inspected the device and found an error code in the memory log relevant to the malfunction.

Manufacturer narrative:
A covidien customer service engineer (cse) verified the malfunction and replaced the alarm printed circuit board (pcb). The cse then updated the power management software. The cse then completed all calibrations and conducted total performance verification testing. Covidien ref: (B)(4).